Event description:
The user informed customer information center (cic) of olympus medical systems corp. (Omsc) was informed by telephone from the user that during the unspecified procedure using the subject device, it was found that the temperature error e101 was displayed on the monitor. The intended procedure was continued and completed using the subject device. Then, the service representative of olympus visited the user facility on (B)(6) 2022, checked the subject device on-site, and found that the cooling fan of the subject device did not function. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and confirmed that the cooling fan did not function as reported, and that the temperature error e101 was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the temperature error e101 and the cooling fan malfunction) could not be conclusively determined. However, based upon the reported information from sorc, omsc surmised that the temperature error e101 was displayed as a result of the internal temperature of the subject device increasing due to the cooling fan failure. In addition, omsc could not determine the exact cause of the cooling fan failure. If additional information is received, this report will be supplemented.